Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the dcu's (display controller unit) speaker was not working. The device was reportedly being used for patient monitoring when the issue was discovered. There was no reported patient impact.